Event description:
It was observed that during the device evaluation, the subject device exhibited an indentation at the tip of the insertion part. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the indentation was most likely from an external force applied to the tip of the insert. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.